Event description:
The initial reporter received a questionable alp2 alkaline phosphatase acc. To ifcc gen.2 result for 1 patient sample tested on a cobas pro c 503 analytical unit. The initial result was not reported outside of the laboratory. The sample was rerun on the reported module and another c 503. The initial result from the reported module at 7:28 was 165 u/l. The first repeat result from the reported module at 7:39 was 117 u/l. The second repeat result from the other c 503 at 11:47 was 89.7 u/l. The reagent lot number is 586443 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The calibration and qc data for both analyzers are acceptable. The reaction curves of the reaction monitors showed no issues. A general reagent issue can be excluded. The investigation is ongoing.

Manufacturer narrative:
Further investigation could not be done since the patient sample was not available. The patient is an oncology patient with very high blood counts. The investigation determined that the event was caused by the patient's massive hyperleukocytosis (patient's white blood cell count = 25600 g/l). Samples taken from a patient with hyperleukocytosis may show higher alp activity. Alp may form a gradient at the liquid surface leading to falsely high results.

Manufacturer narrative:
The initial and repeat results from the reported module of 165 u/l and 117 u/l respectively, were run by emergency testing. The second repeat result from the other c 503 was run by routine testing. On 04-apr-2022, the customer reported new questionable results: the initial alp result was 232 u/l. The repeat result was 105 u/l the initial alp result was 150 u/l. The repeat result was 95.2 u/l. Medwatch fields b6, b7 and d10 were updated.